Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the surgeon fired the stapler and staple line was not complete. Used another stapler to finish the staple line. There were no patient consequences reported.